Manufacturer narrative:
(B)(4) initial report. Additional information, including operative notes, patient activity level, patient medical history and a detailed patient outcome has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explanted devices were discarded following the revision and thus are not available for examination. A post primary x-ray has been provided and will be reviewed at corin. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the head and liner after approximately 5 months due to the patient reporting to feel long and unhappy. The surgeon put in a +4 mm head during the revision during the primary surgery due to reported stability concerns. The surgeon then implanted a -3.5 mm head during the revision surgery.

Event description:
Trinity revision of the head and liner after approximately 5 months due to the patient reporting to feel long and unhappy. The patient had a leg length discrepancy. During the primary surgery a head with a +4mm offset was implanted, this was revised for a -3.5mm.

Manufacturer narrative:
Per -(B)(4) final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It has been identified that a 36mm head with a +0mm offset should have been implanted during primary surgery, but due to instability concerns intra-operatively the surgeon decided to implant a head with a +4mm offset. It has been confirmed that during the revision the head was revised to a smaller offset. Based on this information it has been concluded that the implantation of the larger offset head was the root cause of the patient feeling long and it was not due to a design issue. Therefore, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.